Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If the product is received for analysis, or if additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring, it was explanted and replaced with a bioprosthetic valve as the repair was unsuccessful. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.